Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, full lead returned for analysis.

Event description:
It was reported that during initial prep the guidewire punctured through the distal end of the lead. The lead was not implanted and another lead was placed. No patient complications were reported as a result of this event.